Manufacturer narrative:
Investigation summary: ischemia/ppae: the cause of the injury was not determined due to insufficient clinical details.

Event description:
An impella cp was inserted via the right femoral artery in a 59-year-old female who presented for high-risk cardiac surgery and was classified as society for cardiovascular angiography and interventions shock stage c. The patient¿s medical history was significant for diabetes mellitus, and she required mechanical respiratory support via an oral airway during management. During clinical assessment, the right distal lower extremity was noted to be cool to touch with an absent palpable pulse, consistent with ischemia. The treating provider was notified, and management included resumption of a heparin infusion and ordering of topical nitroglycerin paste. A palpable pulse was present in the left foot. The reported ischemic finding occurred in the setting of large-bore femoral arterial access, critical illness, and underlying vascular risk factors, which may have caused or contributed to the event. Comprehensive review of the event did not identify evidence suggesting a causal relationship between the impella cp and the reported event. The patient survived.

Manufacturer narrative:
The impella device has not been received from the customer. Therefore, investigation of the device is not possible. Should the device or any new information be received, a supplemental MDR will be filed.